Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the patient connector and tubing of the minicap transfer set. This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 & h11. H11: the device was received for evaluation. Visual inspection was performed and the silicone tubing was not fully seated to the beige patient adapter. Leak, clear passage, and clamp function testing were performed and no issues or leaks were observed. The reported condition was verified. The cause of the separation could not be determined, however, the assembly between the patient adapter and the tubing / bushing is a friction fit and not a solvent bond. A strong tug on the tubing or patient adapter could cause a slip back/separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.